Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4). Device evaluation: the device was returned for analysis in good condition with no physical damage. During functional testing, the device was filled water into reservoir tank, installed temp check, installed f-30 gas vent filter onto h-31b air detector, which attached to filter holder interlock switch. Powered on device and temperature was over temp at 40.2c degrees. Removed back panel for further investigation. Visual inspection and found that the customer installed a new main printed circuit board (pcb) and needed to be recalibrated. New main pcb does not come calibrated. Technician will need to calibrate main pcb. Device was recalibrated and measured temperature was 41.7c degrees which is within tolerance and did not overtemp. This confirmed customer reported reason. Replaced crack return tube. Device passed all functional and electrical tests. A manufacturing device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
Information received a smiths medical fluid warming/level 1 trauma fast flow systems - h-1200 water flow shuts off after 15-20 seconds. No patient adverse events reported.